Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-dec-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator had failed. A field service engineer (fse) had logged into the station and opened the hardware testing application. Both refrigerators had been unlocking, sensing closed, and locking correctly. After inspection, the fse removed the latch assembly and noted corrosion on the mini switch contacts. The fse cleaned the contacts, re crimped the wiring harness, and restarted the station. The diagnostic test then passed successfully, and the user accessed the refrigerator items multiple times with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door failed to open and user was unable to pull certain medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.